Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a power interruption during use of the device on a patient. There was no report of death or serious injury.